Manufacturer narrative:
Pending evaluation, concomitant device(s): 02-022-44-4515 - truliant tib imp psc insert sz 4.5, 15mm sn:(B)(4). 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t sn:(B)(4). 200-02-35 - three peg patella 35mm sn:(B)(4). 201-78-15 - holding pin mini sharp point 4 pk sn:(B)(4). 521-78-31 - threaded pin size 2.6 collarless 2pk sn:(B)(4). A10012 - gps implant kit v2 sn:(B)(4). A10012 - gps implant kit v2 sn:(B)(4).

Event description:
As reported, this patients left knee had previously had the femur revised due to pain . A size 4 cc was used and a 4.5 ps insert was implanted despite mismatch with the femur due to not wanting to remove well fixed tibia. Implants not available to return. No further information available. Patient last known to be in stable condition.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.